Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the 0 1 shows 21 ohms. The caller was checking to see if the short affected the ability to complete an MRI. Reviewed eligibility. The caller reported they were not using the 01 pairing and therapy wasn't effected. No patient symptoms or further complications were reported as a result of this event.